Event description:
The patient was implanted with a left ventricular assist device. The patient presented with red heart alarms. The alarms were able to reproduced when maneuvering the system controller leads. The log file also recorded "motor stops." A percutaneous lead investigation and repair was performed.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.